Event description:
Pt was having surgery for brain tumor when drill bit broke in two pieces. Both pieces were retrieved with no adverse outcome. User facility submits this report pursuant to the provision of 21cfr part 803. This report is based on preliminary info received by the user facility which it has not had the opportunity to investigate or verify prior to the reporting date. The user facility has not conclusively determined the cause of the event. This report shall not be construed as an admission by the user facility that it or any of its employees or affiliates caused or contributed to the incident described herein. In addition, the submission of this report shall not be construed as an admission that a reportable event has in fact occurred.